Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty revision on (B)(6) 2019 and then approximately 3 years later had a second surgical revision on (B)(6) 2022. The patient was revised to a competitor¿s devices. Second revision operative report on (B)(6) 2022. Preliminary diagnosis: 1. Recall right knee implant 2. Osteolysis right knee. Indication: patient began developing increasing pain. Postoperative diagnosis: loosening/debonding right femoral implant right knee. Procedure: the femur was noted to be well fixed. Because of MRI imaging findings a decision was made to remove the femur. The tibia was noted to be well fixed. Devices were then implanted. A sterile compressive dressing was applied. The patient was awakened and transferred to recovery room and there were no complications during the procedure. Hospital care: admitted (B)(6) 2022/discharged (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation. There is no other information available.

Manufacturer narrative:
Recall number: z-0019-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: g1, h6 the following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.